Event description:
Rptr states she has fibrocystic disease, costochondritis, sore breast rubbing into ribs under left arm, frequent pain in breast area. At times she feels like milk could be coming into nipples. Many times she feels like small lumps appear. Left arm aches continually, drs unable to find reason, muscle pain around breast and under left arm, lymph glands "out" under left arm, gallstones, "bale" surgery 7/20/93, liver problems, continued blood tests, continuous left arm pain since 7/93, gallbladder surgery in 1987, adhesions in 1987, hernia in 1987, carpal tunnel, nerve inductions and pain in joints.